Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found ultrasonic media leakage due to tip part breakage (hole). Based on the results of the investigation, it is likely that the following led to the malfunction: leaking ultrasonic media due to tip part breakage (hole). Therefore, it is assumed that the ultrasonic media leakage caused the image function not to function properly and "no ultrasonic image is displayed" occurred. The root cause has not been identified from the investigation results. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasonic probe exhibited ultrasonic media leakage due to tip part breakage (hole). There was no patient involvement.